Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported due to infusion and other therapeutic needs, on (B)(6) 2026 the patient underwent implanted drug delivery device specific needlestick, leaving a single use implanted drug delivery device indwelling needle in place. On (B)(6) 2026 at 07:22 the patient's tpn infusion was completed, and when a replacement positive pressure prn cap was given, it was found that the tip of the implanted port needle, which had been inserted for less than 24 hours, was cracked at the front end of the connection between the prn cap and the implanted port needle, resulting in a fluid leakage phenomenon. We immediately contacted the sedation specialist, explained fully to the patient and removed the implanted port cannula, disinfected the local trauma and protected it with sterile dressings, and then reintroduced the implanted port cannula at the bedside of the sedation specialist (because the implanted port was buried under the patient's skin and the single-use implanted medication delivery device cannula needed to be replaced weekly, and reintroducing the cannula needed to puncture the skin and the port cannula to form a pathway). There were no other adverse manifestations.